Event description:
It was reported the patient experienced withdrawal symptoms including nosebleeds, headache, shakiness, sweating, insomnia, legs shaking and falling out from under patient, inability to move and pain. An MRI did not show the catheter due to patient's arthritis and swollen tissue. The patient was scheduled to have x-rays since the MRI did not show the catheter. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Used for nosebleeds.